Manufacturer narrative:
The reservoir was locked up upon receipt of the pump. It was not possible to unlock the device with usual warming and massaging, so the fill cap was opened. Pressure was applied into the pump to get the reservoir to unlock and 20 mls of liquid and 2 mls of air were removed. Device analysis also revealed gear 4 lower shaft wear and caking in the corresponding jewel. The pump was stalled.

Event description:
At a refill appointment, the hcp could not aspirate or fill the pump. A catheter dye study showed that the catheter was patent. Multiple unsuccessful attempts were made to unlock the pump reservoir by holding negative pressure for about 5 minutes. A medtronic refill kit was not used. There were no difficulties with pocket depth, pump movement, needle patency, or accessing the rubber septum. The pump was replaced due to end of service issue. It was unclear if a rotor study was performed. There was no pt injury associated with the event. The pt recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.